Event description:
Patient alleges all of the buttons on the pump are non-functional. Patient reported it is possible to control the pump only by the remote control. Patient stated there is a crack on the pump. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).